Event description:
It was reported that the nurse stated last night the arctic sun device was in use and they were getting 01 patient line open. Swapped out to alternate device and want to see if this one was ok to use. No current patient in use, no simulator key for patient temperature (pt) input and no biomed available on site. Checked fluid delivery line (fdl) was secure and in lock position. Had them verify no tears or cracks in fluid delivery line (fdl). Discussed proper connection technique and advised to call back when they use the device if any alerts or alarms pop up so that they can actively troubleshoot in the moment. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Bd has determined that this issue was confirmed as user error this is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is the pads not correctly being connected to the device. Swapped out to alternate device and want to see if this one was ok to use. No current patient in use, no simulator key for patient temperature (pt) input and no biomed available on site. Checked fluid delivery line (fdl) was secure and in lock position. Had them verify no tears or cracks in fluid delivery line (fdl). Discussed proper connection technique and advised to call back when they use the device if any alerts or alarms pop up so that they can actively troubleshoot in the moment. Sn (B)(6). Per follow up information received via mail on 10sep2025, they have been on-site with the customer since they phoned the help hotline number, it was a user error, and they did not connect the pads to the device correctly and therefore received an error message and looked at the device and there were no issues with it. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Connections: 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun® temperature management system so that access to the power cord is not restricted. Connect arcticgel¿ pads: orient the blue and white colors on the pad line connector and fluid delivery line. While holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. Check the surface of the device for mechanical damage prior to use. Correction: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated last night the arctic sun device was in use and they were getting 01 patient line open. Swapped out to alternate device and want to see if this one was ok to use. No current patient in use, no simulator key for patient temperature (pt) input and no biomed available on site. Checked fluid delivery line (fdl) was secure and in lock position. Had them verify no tears or cracks in fluid delivery line (fdl). Discussed proper connection technique and advised to call back when they use the device if any alerts or alarms pop up so that they can actively troubleshoot in the moment. Sn (B)(6). Per follow up information received via mail on 10sep2025, they have been on-site with the customer since they phoned the help hotline number, it was a user error, and they did not connect the pads to the device correctly and therefore received an error message and looked at the device and there were no issues with it.